Event description:
Per the clinic, the patient experienced pain around the implant site, with and without device use. The issue could not be resolved, leading to device non-use (date not reported). The implanted device remains.there are plans to explant the device; however, it is unknown if this has occurred as of the date of this report, april 28th, 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. (B)(4).

Manufacturer narrative:
This report is filed on 28 feb 2014.